Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
During a parenteral nutrition infusion on a (B)(6) baby, the device alarmed for air in line. The report suggests that when the user manipulated the set to remove the air, the set separated at the upper accuslide joint. From the reported information there are no indications of serious injury to the patient or user as a result of this incident